Event description:
This is 3 of 3 reports and is linked to mfg report numbers: 3014334038-2022-00250, and 3014334038-2023-00012. A facility reported that the roto-cam supercut scissors mono (625202) was recently put into service. While performing a simple laparoscopic cholecystectomy procedure, the scissors would not cut. Staff had to open disposable scissors as an alternate option to complete the surgery. The device was in contact with a patient; however, no patient injury, death or surgical delay occurred. Following the initial report of mfg report number 3014334038-2022-00250, clarification was received identifying additional and specific lot numbers of roto-cam supercut scissors mono being returned for evaluation and confirmed that they were used several times in surgery. There was no negative outcome and no delay in any surgery.

Manufacturer narrative:
The roto-cam supercut scissors mono (625202) was returned for evaluation. Device history record (DHR): the DHR was reviewed and no abnormalities related to the reported issue were identified. Failure analysis: evaluation of the roto-cam supercut scissors found that the device was in used condition with no visible defects. The scissors from this lot were able to cut test material without issue. Root cause analysis: the reported complaint could not be duplicated. This complaint may be the result of customer preference. No manufacturing, workmanship or material deficiency has been identified. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.